Event description:
Information received by medtronic indicated that the customer reported that the pump was not connecting to the minimed mobile application. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with minimed mobile app (software version 2.5.0) installed on xiaomi 12 (android 12) with mmt-1885 780g pump (software version 6.7v.3) was conducted and confirmed the issue was not reproduced. An attempt to reproduce the reported event using minimed mobile app (software version 2.5.0) installed on samsung galaxy s10e (android 10) with mmt-1886 780g pump (software ver. 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document:(B)(4). We were unable to conduct a thorough investigation due to lack of application diagnostic logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: - gatt undefined errors coming from the ble stack. - supervisor_timeout errors - loss of bonding after 30 seconds due to the pairing prompts not being accepted to assist with the resolution of the issue, we provided helpline team with the following steps to ensure that it is addressed effectively: - uninstall app -> restart phone -> turn blue tooth off then on -> reinstall app - clear data of bluetooth app: settings ¿¿ apps ¿¿ manage apps ¿¿ find and tap on bluetooth app ¿¿ clear data - reset network settings: settings ¿¿ connection & sharing ¿¿ reset wi-fi, mobile networks, and bluetooth ¿¿ reset settings - disable battery optimization for mmm app: long tap on mmm app icon ¿¿ app info ¿¿ battery saver ¿¿ no restrictions - try to pair the pump and device, do not leave the pairing screen during the pairing process, do not forget to accept the bonding dialogs (may appear twice). Each of 2 confirmation notifications will be present on the device screen during about 5 seconds and after that period system will hide notification. But it still can be found in the notifications shade by swiping down from the top of the screen. - user has 30 seconds in total to confirm 2 notification prompts. Ask the user if those prompts were shown on pairing attempt. - try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.